Event description:
The pt's mother reported that the pt had been experiencing convulsions since the previous evening. The mother reported that the pump was refilled the previous week; unk drug and daily dose. The managing hcp was out of town, but the office referred her to the emergency room where oral medications were prescribed. The mother called the MFR to report that the pt continued to have convulsions with no improvement from the oral baclofen. The MFR's rep later reported that the pt was being taken to the operating room for pump replacement on the same day. During surgery, it was noted that the surgeon needed to cut through "white looking substance" which was mostly on top of the pump. The pump replacement was completed without further complication. No report on final pt outcome was provided.